Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2024, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: (B)(6) 2024- explant old mesh, mesh adhered to abdominal wall, bowel resected, small bowel obstruction from mesh adhesions to bowel. Additional event specific information was not provided.

Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) [year illegible]: (B)(6). (B)(6), md. History & physical [h&p]. Chief complaint [cc]: ¿this 39-year-old male is referred by dr. (B)(6) for evaluation of a recurrent ventral incisional hernia.¿ present illness: ¿the patient had initial repair of a ventral hernia in 1999. Shortly after the repair, the hernia recurred. The hernia has been increasing in size and discomfort. The patient has not had signs of bowel obstruction. He does not strain to urinate or defecate.¿ physical examination [pe]: ¿abdomen: midline ventral hernia, not completely reducible, nontender.¿ impression: ¿recurrent ventral incisional hernia.¿ plan: repair of ventral incisional hernia with mesh @ (B)(6) hospital. The procedure and risks were described to the patient in detail. He states he understands and agrees (B)(6) surgery as planned.¿ ¿ (B)(6) 2002: (B)(6) hospital. Inpatient hospitalization. ­ (B)(6) 2002: (B)(6), md. Operative report. Procedure: repair of recurrent ventral incisional hernia with prolene mesh. Preoperative diagnosis: incarcerated recurrent ventral incisional hernia. Postoperative diagnosis: incarcerated recurrent ventral incisional hernia. Anesthesia: general endotracheal and 0.5% marcaine with local infiltration. Estimated blood loss: 100 cc. Specimens: hernia sac, multiple fragments. Complications: none. ­ wound classification: ¿clean .¿ ­ findings: ¿multiple defects at the site of the previous hernia repair but also including the umbilicus which was not apparently in the previous repair. There were multiple areas of incarceration in these four discrete defects in the abdominal wall musculature. There was no compromise with bowel.¿ ­ procedure: ¿the patient was brought to the operating room. And placed in the supine position. After adequate general endotracheal anesthesia was obtained, the abdomen was prepped and draped in usual fashion using sterile technique. Local anesthesia was delivered in the midline overlying the palpable hernia protrusion and then a midline incision was made excising the previous abdominal scar and carried down through the subcutaneous tissue with electrocautery until the hernia sacs were identified. It was not clear on physical examination that there was more than one sac. When dissection continued, there was evidence of four discrete hernia defects all with incarcerated omentum and adhesions within the hernia sac. These adhesions were taken down with sharp and cautery dissection. Bleeding vessels were clamped, divided and ligated with 2-0 vicryl free ties and eventually the omentum was completely freed up from the four herniations. The hernia sacs were excised with electrocautery and then the muscle edges well defined and dissected out. The rectus fascia would not come to the midline because of undue tension and the size of the hernia defect. Therefore, the rectus sheath was incised on its anterior surface in a circumferential fashion around the hernia defect. The medial portion of the incised sheath then was used to overlay and anastomose in the center sewing the cut portions of the anterior rectus sheath in the midline with continuous running suture of 0 pds and this adequately closed the peritoneal defect, and there were no defects left in the abdominal cavity. This also returned the rectus abdominis muscle to the midline where it had been separated for a great distance. The prolene mesh had been soaked in antibiotics irrigation with gentamicin. Then the prolene mesh was cut to size so that it would lay under the cut edges of the rectus sheath having the rectus sheath overlap. The mesh was placed deep to the edges of the rectus sheath and tacked times four quadrants with 0 prolene suture. Then the edge of the rectus fascia was sutured to the mesh closer to the midline with a running suture of 0 pds. Irrigation was carried out with gentamicin irrigation. A jackson-pratt drain was placed in the subcutaneous tissue and brought out through a separate stab wound in the skin. The deep subcutaneous tissue was then reapproximated with running suture of 3-0 vicryl and the umbilicus tacked down at the level of the rectus fascia. The superficial subcutaneous tissue was reapproximated with interrupted sutures of 3-0 vicryl and the skin was closed with a running suture of 4-0 vicryl in a subcuticular fashion. Steristrips and sterile dressings were applied. The patient was then awaken [sic] from anesthesia and transferred to the recovery room in stable condition.¿ ­ (B)(6) 2002: (B)(6), md. Discharge instructions: activity: ¿no lifting or straining for 8 weeks.¿ ¿ice pack to the surgical site for 72 hours; 15 minutes on ¿ 15 minutes off.¿ ­ (B)(6) 2002: (B)(6). (B)(6)., md. Pathology report. Clinical diagnosis: ¿recurrent ventral incisional hernia.¿ pathologic diagnosis: ¿soft tissue, ventral herniorrhaphy: hernia sac.¿ macroscopic examination: ¿the specimen is labeled ventral incisional hernia sac and consists of multiple pieces of pink-tan and yellow fibromembranous and adipose tissue which collectively measure 7 x 6 x 4 cm in aggregate. Serially sectioning through the specimen does not reveal discrete lesions. Nylon suture material is present within some of the pieces. Also, one of the pieces shows dark red-purple discoloration and is sampled.¿ microscopic examination: ¿sections of the submitted specimen reveal a mesothelial lined fibromembranous and adipose tissue characteristic of hernia sac. Mild vascular congestion is present.¿ ¿ (B)(6) 2002: (B)(6) hospital. (B)(6), md. Office note. History of present illness [hpi]: ¿this 39 -year-old male presents status post repair of difficult ventral incisional hernia from (B)(6) 2002. The patient now presents with an apparent recurrence of the hernia superior to the old repair. The patient initially had a repair of a ventral hernia in 1999. Shortly after that he had recurrence and presented to me for initial evaluation in (B)(6) 2001. The patient had a difficult repair in (B)(6) 2002 with multiple herniated defects and incarceration at omentum at multiple sites. He currently has no nausea or vomiting. No difficulty with stools. He has suffered no abdominal trauma.¿ pe: ¿in general, a well-developed, well-nourished, white male in no acute distress.¿ ¿abdomen ¿ there was a midline incision, just at the superior aspect is a recurrent bulge, nontender. Bowel sounds are positive.¿ impression: ¿multiple recurrent ventral incisional hernias.¿ plan: ¿repair again at (B)(6) hospital same day surgery. The procedures and risks were described to the patient in detail. We will get a wider piece of mesh at the superior aspect. It is not really clear why the patient is getting these reoccurrences so soon after surgery given that his initial hernia was a congenital one. The patient understands and agrees to this plan.¿ implant preoperative complaints: ¿ (B)(6) 2003: (B)(6) hospital. (B)(6), md. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Implant procedure: repair of recurrent ventral incisional hernia, incarcerated, with gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial; 1dlmcp204/(B)(6); 26cm x 34 cm x 2 mm thick, oval.]. Implant date: (B)(6) 2003 [outpatient surgery]. ¿ (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), rnfa. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Anesthesia: general. Estimated blood loss: 100 cc. Specimens: a portion of hernia sac. Complications: none. ¿ wound classification: ¿clean .¿ ¿ findings: ¿the patient had a left-sided recurrence with incarcerated omentum through an area where the previously placed prolene mesh seemed to be intact, yet there was a defect where the omentum was allowed to penetrated [sic], causing recurrent hernia and this omentum was entrapped within this area. There was no compromise of the bowel. There were intraperitoneal adhesions but no adhesions to the mesh itself, as the old mesh was placed in the preperitoneal space.¿ ¿ procedure: ¿the patient was brought to the operating room and placed in the supine position. Sequential compression devices were activated on both legs and then when suitable general endotracheal anesthesia was obtained, the abdomen was prepped and draped in the usual fashion using sterile technique. Midline incision was made through the previous incision, and old scar was excised, and the dissection was carried down through the subcutaneous tissue with electrocautery. The abdomen was entered superior to the old mesh in the epigastrium and then the mesh was split down the middle to gain access to the abdominal cavity and to the left of this mesh repair was identified the new hernia, which was dissected out. The omentum was reduced as the opening was enlarged and then the hernia sac was stripped away, and a portion was submitted for pathologic examination. Once the abdominal cavity had been completely opened, adhesions were taken down from the omentum and a large sheet of gore-tex dual mesh was inserted and anchored to the abdominal wail through multiple full-thickness abdominal wall incisions. Abdominal sutures placed with 0 gore-tex suture through multiple lateral incisions to anchor the gore-tex to the muscle directly and leaving the central area open for closure overlying the gore-tex mesh. All of the sutures were placed laterally and at the edges of the gore-tex far wide of the original defect and the midline incision. The gore-tex suture was passed through the abdominal wall with endoclose device, and the sutures were all tied on the inside, at the level of the mesh. Once the mesh was completely inserted, it was irrigated with gentamicin irrigation and dried and then the previous fascial opening, sewn with polypropylene mesh still in place, was closed with a running suture of #1 pds and this closed the abdominal wall in two distinct layers. The subcutaneous tissue was irrigated copiously with gentamicin irrigation. The skin wounds were closed in the midline and the counterincisions with surgical staples. A sterile dressing was applied, and the patient was awakened from anesthesia and transferred to the recovery room in stable condition.¿ ¿ (B)(6) 2003: (B)(6) hospital. Implant sticker. Gore®dualmesh®plus biomaterial. Cat #: 1dlmcp204. Lot #: 02302221. Size: 26cm x 34 cm x 2 mm thick, oval. ¿ (B)(6) 2003: (B)(6). (B)(6), md. Pathology report. Clinical diagnosis: ¿recurrent incisional ventral hernia.¿ pathologic diagnosis: ¿ventral hernia, repair: dense membranous connective tissue consistent with hernia sac.¿ macroscopic examination: ¿the specimen is labeled hernia sac and consists of a portion of pink-tan and yellow fibromembranous fatty tissue, which measures approximately 3.3 x 2 x 1 cm. Serial sectioning through the specimen does not reveal gross evidence of discrete lesions.¿ microscopic examination: ¿representative sections of the specimen labeled hernia sac show dense membranous connective tissue with a focal intact mesothelial surface. There is adjacent adipose tissue and focal chronic inflammation and foreign body-type giant cell reaction consistent with possible previous surgical site.¿ explant preoperative complaints: ¿ (B)(6) 2024: (B)(6) hospital. (B)(6), md. Ed [emergency department] provider notes. Cc: ¿patient is a 62-year-old male presenting with 4 days of persistent upper abdominal cramping, nausea/vomiting/diarrhea [n/v/d]. He states his symptoms started 4 days ago after eating some pasta at (B)(6). He actually went to the emergency department in (B)(6), received IV [intravenous] fluids and antiemetic, and felt improved. While he has been doing better over the past 2-3 days, today he began having cramping pain again and decreased p.o. [By mouth] intake due to the vomiting. His diarrhea subsided 2-3 days ago. He denies fever.¿ review of systems [ros]: ¿gastrointestinal: positive for abdominal pain, diarrhea, nausea and vomiting.¿ pe: ¿abdominal: general: there is distention. Tenderness: there is abdominal tenderness.¿ medical decision making [mdm]: ¿this is a 62-year-old male with a history of ventral hernia repair with mesh, presenting with 4 days of vomiting and intermittent abdominal discomfort. On exam, he is hypertensive and mildly tachycardic. He has mostly upper abdominal tenderness. His abdomen is distended, although this is apparently his baseline. Exam is severely limited by his habitus. No cva [costovertebral angle] tenderness bilaterally. Differential includes food-borne illness, bowel obstruction, gastritis, pancreatitis. Troponin within normal limits. Lipase within normal limits. Lactate within normal limits. CT abdomen/pelvis concerning for small bowel obstruction, per radiologist's interpretation. Ng [nasogastric] tube was placed in the emergency department, he was made npo [nothing by mouth]. Patient did initially want to go home to take care of his dogs, but he was eventually convinced to stay due to are concerned for potential life-threatening complications of small bowel obstruction. Case was discussed with general surgeon on-call, as well as the hospitalist who agreed with the plan for admission. See remainder of mdm in ed course below.¿ ¿admit.¿ diagnosis: ¿small bowel obstruction.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.